Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event period, the cause of the event cannot be determined. However, based on the user's report of the event, it is likely that this hyperglycemic event was caused by a failed infusion set.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was admitted to the ICU after experiencing high blood glucose (bg) levels, dry heaving, and testing positive for high ketones. The user reported that seven consecutive infusion sets cannula had bent, leading to elevated bg levels. After taking a manual insulin injection on (B)(6) 2024, the user experienced a low bg and consumed soda, which spiked their bg to 375 mg/dl by the next morning. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user's bg exceeded 400 mg/dl after announcing a meal, prompting a visit to the hospital where they were admitted, put on an insulin drip, given fluids, and treated with anti-nausea medication. The user reported immediate health effects of dka, stomach pain, and nausea. The user was released on (B)(6) 2024 and had been disconnected from the ilet since (B)(6) 2024. The user will reconnect to the ilet after switching to and receiving the convatec contact detach (23", 6mm) steel cannula infusion set.